Manufacturer narrative:
A ge representative evaluated the system and replaced the generator, sram, and clock batteries. System operates as intended.

Event description:
Customer reported, a charger error message. No patient injury was reported.